Manufacturer narrative:
The lead was not returned; therefore, a technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead was implanted successfully on (B)(6) 2019. A temporary wire was also in use. Lead measurements were good at implant and during the post-operative check the next day. On (B)(6) the temporary wire was removed. The next day the device was observed to be functioning incorrectly and the patient was taken back to the operating room for a lead revision. The patient had an escape rhythm and was stable. An x-ray showed the lead appeared to be in the same position with the helix extended. Sensing was at 7.5mv and the impedance was stable at 1080 ohms. There was no capture at 4v. Outputs were increased to 7.5v, which captured. A new passive-fix rv lead was implanted in the apex, with good lead measurements. The next day the lead measurements remained good and stable. No further issues were observed. No additional adverse patient effects were reported. The explanted lead was discarded at the hospital.